Manufacturer narrative:
Company comment: the serious expected events of type IV hypersensitivity reaction and oedema at implant site were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The likely root cause includes the patient's hypersensitivity to the product. Alternative etiology for aggravation of symptoms includes undisclosed medical condition or hyaluronidase treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by an other health professional which refers to a 54-year-old female patient of black ethnic origin. Additional information was received on (B)(6) 2022 from the same reporter. The medical history of patient included morphine allergy. The patient was not pregnant or breastfeeding. No information about concomitant medication, or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with 2 ml of restylane (lot 20067), 1 ml each to periorbital and malar area support using cannula with retro-injection technique. The patient had not used the product before. On (B)(6) 2022, the patient had experienced an allergic reaction (type IV hypersensitivity reaction). The event was assessed as severe by reporter. On an unknown date in (B)(6) 2022, the patient had experienced late edema/swelling (implant site oedema). The patient was treated with unspecified anti-inflammatory and corticosteroids. After treatments were started, the event was resolving, but after stopping the corrective treatments the swelling returned. On (B)(6) 2022, the patient was treated with hyaluronidase [hyaluronidase]. On (B)(6) 2022, after administration of hyaluronidase, the patient experienced an exacerbated reaction. There was an aggravation of the swelling all over the face and the patient could not open the eyes. On (B)(6) 2022, the patient went to the hospital due to the adverse event and received corrective treatments with unspecified anti-inflammatory medication and intramuscular diprospan [betamethasone dipropionate] followed by intravenous corticosteroid and adrenalina [epinephrine] in the hospital for anaphylaxis. The patient did not require hospitalization. The patient continued the treatments with oral unspecified antiallergic and corticosteroid medications for five days. The patient did not undergo laboratory examination. As corrective treatment, after the adverse effect of the allergic reaction to the hyaluronic acid and hyaluronidase, the patient used oral and intravenous corticosteroids. On (B)(6) 2022, the patient had completed the treatments prescribed by the physician. On (B)(6) 2022, in the morning, the swelling had returned. The physician believed that the events were due to the hyaluronic acid. As of (B)(6) 2022, the edema still persisted, which remained normal during the use of corticosteroids, but when the patient completed the medication, the edema returned. The duration of the adverse event was on average 21 days. On (B)(6) 2022 follow-up information was received from the reporting hcp. According to the hcp, the patient had experienced etip (delayed, intermittent, and persistent edema). Outcome at the time of the report: allergic reaction was unknown. Late edema/swelling was not recovered/not resolved/ongoing. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2022 from the same reporter. Information about etip (delayed, intermittent, and persistent edema), corrective treatments and exacerbation of reaction was provided. Anaphylaxis removed as event due to provided diagnosis.